Event description:
It was reported that during a procedure, the hammer broke into 2 pieces, the head and the handle. There were no pieces left in the pt. The surgeon used another hammer and completed the procedure without any complications.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing eval revealed that the device was received for eval and was discovered to be broken. The instrument met manufacturing specifications at the time. Too much force applied to the head of the hammer, causing breakage. The complaint is deemed invalid from a manufacturing standpoint.